Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasion breaching the optim sheath at 6.9 cm to 7.1 cm and 13.5 cm to 14.1 cm from the connector pin. The cause of the external insulation abrasions is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.